Manufacturer narrative:
01/2/2016 - we have requested the product be returned for evaluation. The product has not been received to date. 10/23/2020 - per FDA representative ((B)(6)), we have been requested to resubmit our initial reports due error's or duplicate reports from the 2016 - 2017. The reports we be resubmitted to satisfy the FDA's request. Good morning, dear mr. (B)(6). I hope this email finds you well and safe. This is to bring to your attention that we are in receipt of seven supplement reports from conair corp. Please note that we were unable to process these follow-up reports due to missing initial reports in the system. It appears that these follow-up reports could be actual initial reports but may have been filed as follow-ups in error or due to MFR report # was mistakenly submitted as a duplicate (no # provided). Kindly verify the reports listed below and resubmit them as initials by checking "initial" box and advise when complete. Supplement report # 1222304-2016-00005 - 1. Type of report missing: initial.

Event description:
1/2/2016 - the consumer alleges that the product caught on fire. No injury or damage resulted from the incident.